Event description:
It was reported that a pt had noisy atrial stored egms. He indicated the lead produced intermittent noise with pocket manipulation while pt was sitting up. Lead impedance was noted as being high, during the initial manipulation. Lead will continue to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.